Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the cartridge tubing. Customer's blood glucose was 125 mg/dl. An infusion set change was performed to resolve the issue. Insulin delivery was resumed.